Manufacturer narrative:
Product analysis conclusion: the reported endoleak could not be confirmed on the pre-implant films provided; therefore the cause and type of endoleak could not be determined. Angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause. Lack of pre-implant CT¿s did not allow for a more thorough assessment of the pre-implant patient anatomy. It is possible that the observed reversed conical neck shape may have contributed to the reported type ia endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 53 mm abdominal aortic aneurysm. It was reported that during the index procedure, a final angiography was performed, where a endoleak type 1a was confirmed. Additional ballooning was performed and an aortic extension was implanted. It was stated that the type 1a endoleak from the proximal side was small but did not disappear. As per the physician, cause of the event was patient's anatomy. It was stated that the length and properties of the proximal aortic neck part were very poor and were off-label. No additional clinical sequalae were reported and the patient will be monitored.